Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable pacemaker cardio/defib (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and there was guidewire coating on the distal conductor of the lead and it was obstructed. It was noted that the proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. The analyst commented that a portion of the guidewire was still in the lead. There was visual damage to the insulation and coils on the proximal portion. The competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. (B)(4).

Event description:
It was reported that following implant of the left ventricular (lv) lead and during removal of the guide wire, the wire was noted to feel very sticky and difficult to remove. It was also reported that prior to completely removing the guide wire it became stuck and broke off with a portion of the guide wire still in the lv lead and there was visible damage to the insulation and coils on the proximal portion of the lv lead. The lv lead was removed without difficulty and replaced with a new lead. No patient complications have been reported as a result of this event.